Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set cannula was crimped within three hours of insertion at abdomen on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.